Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the paddle cannot be detected. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Therapy pca was returned to fa lab for failure analysis on april 27, 2023. The pca passed all tests during op check and general testing. It is concluded that no fault found for the therapy pca. Processor pca was returned to fa lab for failure analysis on sept 21, 2024. Based on the tests, this is suspected that internal short u11 is defective.